Manufacturer narrative:
The log files of the affected device and the information about the accessories used in the case were available for the investigation log entries show that several disconnect alarms were given but none at the time of event. The reported situation was simulated in our laboratory and it was concluded that a combination of set parameters (peep near or equal zero, expiratory time less than 0,1s) is possible, where a disconnection alarm is not ensured in case of a disconnection. Nonetheless in case of a leakage or disconnection the insufficient minute volume will lead to a <mv low> alarm. Therefore an insufficient ventilation will even be detected and alarmed if the disconnection alarm is not working. As described in the IFU the alarm limits for minute volume need to be set by the user for each patient. In the reported case, the user reacted immediately and reconnected the patient even before a <mv low> alarm could be generated. The disconnection alarm is not part of the essential performance of the device; therefore the essential performance and basic safety is sustained for the reported situation. Furthermore this is the first occurrence that this problem has been reported. In order to further improve our product quality, this issue will fixed within a coming software version.

Event description:
It was reported that the breathing circuit near the inspiration side disconnected unexpectedly during aprv ventilation but there was no "disconnection" alarm posted at the time of the event. No pt consequences have been reported.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow-up report.